Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward, and the cannula was found to be bent after wearing the pod on the abdomen between 36 and 48 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 20 mmol/l (360 mg/dl). Hyperglycemia treated by patient activating new pod and bolus .